Manufacturer narrative:
Date of event estimated. The report of device has reached eol was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol).

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Event description:
It was reported that the patient's ipg has reached end of life. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.